Event description:
Physician was attempting to use 1 sprinter legend balloon (2.50mm x 15mm) to pre-dilate a moderately calcified lesion in the rca with 90% stenosis but the balloon burst at 13atm. The balloon was deflated and removed from patient. The device was inspected before use with no issues noted and the account confirmed that the balloon did not burst on its first inflation. Physician then successfully used another spl25015x for pre-dilatation. No clinical sequelae were reported. Evaluation summary: the distal tip was flared and damaged. A longitudinal tear running from the distal balloon cone to immediately distal to the proximal inner shaft marker was visible on the balloon. The balloon leaked immediately on pressurization. The balloon material was jagged and uneven along the tear site.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology) ¿ 90% stenosis and moderate calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosis and moderate calcification. (B)(4).